Event description:
The customer reported bellavista1000 continuously shows false occlusion alarm prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. The customer performed calibration, but the zero pressure calibration failed. Also, the date and time stamp is not updating. Logfiles shows application alarms for disconnection, low tidal volume and occlusion. Vyaire medical recommend test the unit with new inspiration block. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The unit zero pressure calibration failed during first annual preventive maintenance due to model ID 24666 which reflects ""press blower"" in the installed software version. The adc value for ""press blower"" is 55. Advised to recalibrate and test the unit with new insp block under warranty to resolve the issue. The root cause was determined due to insp block - ""press blower"" sensor. As concluded in (B)(4): sensor long-term drift was not considered in the definition of the expected adc value range (for the ""zero pressure calibration"", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information.